Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es customer was unable to override medications. Customer unable to override control medications, it does not allow them to do it. The option is no longer available for them. They are not able to pull out any medications for any of the patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer was unable to override medications while tried to pull out the medication. A technical support specialist mentioned that the issue resolved by the customer stated the issue was with permission for everyone, somehow the permissions got changed. The system functioned as intended after the customer resolved the issue.